Event description:
The patient was a cardiac arrest. The code team arrived and initiated advanced cardiac life support (acls) protocol. The patient's rhythm changed from pulseless electrical activity (pea) to vfib at 2332. Rn attempted to charge the defibrillator to 150j and shock, only 120j were delivered per rhythm strip that was printed. After shock delivered the defibrillator did not show a rhythm so the leads had to be placed on the patient. Then it was determined the patient was in sinus rhythm.